Event description:
Same case as MDR ID: 2134265-2013-06895. (B)(4). It was reported that angina and in-stent restenosis (isr) occurred. The patient presented due to unstable angina and was referred for cardiac catheterization. On (B)(6) 2012, coronary angiography was performed. Subsequently, the index procedure was performed. The target lesion was an isr of previously unspecified placed stents located in the 1st obtuse marginal (om) with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and placement of a 2.25 mm x 12 mm and 2.25 mm x 12 mm promus element plus stents in an overlapping fashion. Following post dilatation, the residual stenosis was 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. On august 2013 the patient presented due to progressive chest pain, concerning for unstable angina and the patient was hospitalized immediately. Cardiac catheterization was recommended and coronary angiography was performed and revealed 75% ostial and proximal disease in 1st om. The 95% isr of the previously placed unknown stents located in the proximal left circumflex artery (lcx). The physician treated the lesion with balloon angioplasty. Following post dilatation, the residual stenosis was 20%. In addition, 70% isr of the previously placed unknown stents located in 2nd om. The physician treated the lesion with balloon angioplasty. Following post dilatation, the residual stenosis was 20%. The stenosis in proximal left anterior descending artery (lad) was treated but remains unchanged. Post procedure, the event was considered resolved. One day post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 70% in-stent restenosis (isr) of the previously placed study stent was located in the om1 and not in the om2 that was previously reported. Isr was noted only in the distal study stent.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 70% isr was located in the first obtuse marginal (om) not in the second om which was previously reported.